Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m55 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the ER with audible alert tones. The right atrial (ra) lead exhibited a gradual rise in impedance which developed into out of range and high, initiating the device tone. The thresholds have also been gradually rising over the same time period as the impedance. The lead remains in use. No patient complications have been reported as a result of this event.